Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 3/19/2019. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system (pcb00) was returned at the manufacturing site for evaluation. Visual inspection using magnification was performed and the plunger and pushrod were observed in advanced position. Residue of lubricant material was observed in the cartridge. The cartridge tip was observed cracked. The intraocular lens was also observed stuck and exposed at the cartridge tip section. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded delivery system, model pcb00, burst when attempting implantation of the intraocular lens (iol). Reportedly, there was no patient involvement nor injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.